Event description:
Additional information stated malfuntion was reported.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation and device received. An altis sling was received for evaluation (introducers were not received). The sling was received with the mesh and the dynamic suture and anchor intact (including the full length of the suture and suture loop). The static suture and anchor were not present. When evaluating under a microscope, the implant appeared to have blood residue on the sling and dynamic anchor indicating the device was used during surgery. There was evidence near the end of the mesh that the static suture had delaminated from the mesh. Tiny suture fibers were observed throughout the static to suture mesh weld portion of the device. The dynamic anchor, suture and suture loop had no observable defects. Quality contacted the cm to have DHR records reviewed. The cm confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this same lot number and failure mode. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot. No patient injury was reported. Based on quality's examination, quality concluded that product meets specification however, examination of the implant confirmed that the static suture and anchor portion of the implant were not returned for evaluation. The cause for the suture tearing away from the static suture mesh weld could not be determined. It is likely that this device was never completely implanted as the full length of the suture on the dynamic side of the device (including the suture loop used during final device tensioning) was completely intact.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information,the device was damaged to facilitate explant.